Event description:
Endoleak (type ia) in a dissection case: the relay pro stent-graft was used to treat a type b dissection. The stent-graft concerned (28-n4-32-164-32u) was implanted on the proximal side and a relay pro stent-graft (28-n4-30-164-26u) was implanted on the distal side. After implantation, digital subtraction angiography (dsa) revealed an endoleak, but the procedure was completed. The endoleak was revealed probably because the stent-graft used was one size smaller than the one that was planned due to concerns about rtad and the stent-graft was slightly pushed towards the distal side at the time of implantation. After the procedure, CT confirmed that the endoleak remained. The physician believes that it is a type ia endoleak and will perform an additional procedure in june or later. Operation type: stent graft implantation. Blood loss: unknown. Ancillary device used: 28-n4-30-164-26u. No image available. Pre-case plan will be able to be obtained. Additional information will be able to be obtained. (Tc# (B)(4)). Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Endoleak (type ia) in a dissection case: the relay pro stent-graft was used to treat a type b dissection. The stent-graft concerned (28-n4-32-164-32u) was implanted on the proximal side and a relay pro stent-graft (28-n4-30-164-26u) was implanted on the distal side. After implantation, digital subtraction angiography (dsa) revealed an endoleak, but the procedure was completed. The endoleak was revealed probably because the stent-graft used was one size smaller than the one that was planned due to concerns about rtad and the stent-graft was slightly pushed towards the distal side at the time of implantation. After the procedure, CT confirmed that the endoleak remained. The physician believes that it is a type ia endoleak and will perform an additional procedure in june or later. Operation type: stent graft implantation, blood loss: unknown, ancillary device used: 28-n4-30-164-26u. No image available, pre-case plan will be able to be obtained, additional information will be able to be obtained. (Tc#(B)(4)). Patient outcome - "no health damage to the patient."